Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant attempt, while pushing the lead through the safesheath, the proximal portion of the hvb coil separated. The lead was not used. No patient complications were reported as a result of this event.